Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had colored lines were visible on the device screen and indicated a display image artifact. The issue was found during inspection for use of the device. There was no patient involvement.